Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on the immulite 2000 instrument. The initial result was not reported to the physician. The sample was repeated on the same instrument and the repeated result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the discordant hcg result was unknown. The fse determined that there was no indication of a system issue and that potential foaming in the sample or a false triggering of the instrument sample level sense mechanism could attribute to the event. The system is performing within specifications. Further evaluation of the device is not required.